Event description:
It was reported that the telescope presents leaks at the lens tip and the image became blurry. It was stated that the procedure was completed successfully and there were no adverse consequences for the patient, user or third. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: the returned optics we have shown mechanical damage (impact points) in the distal soldered seam. In addition, a foreign particle was detected in the rod lens system, which probably entered the image field through the impact points in the distal area. The foreign particle has no negative influence on the imaging. The optics image is sharp and clear. Identified damages: - distal end mechanically damaged - heavy impact points on the distal solder seam - moisture inside the rod lens system (this is a consequential damage due impact points on the distal solder seam) - residues inside the rod lens system (this is a consequential damage due impact points on the distal solder seam). With reference to the customer's fault description "leakage at the tip of the lens - during use," a leak can be confirmed. The leak was caused by a mechanically damaged distal solder joint (impact marks). This allowed moisture to penetrate the lens system of the imaging rod unhindered during use or clinical treatment. The ingress of moisture has a significant impact on imaging. The damage found is not due to a manufacturing/production defect but was caused by clinical use or mechanical damage. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer on february 17,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).